Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Furthermore, a direct correlation between the device and the reported events could not be conclusively determined through this investigation. Analysis of the submitted log files did not reveal any device-related issues. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. It was reported by the center that occasional decreases in flow and high pulsatility index (pi) measurements were due to hypertension and resolved once the patient¿s antihypertensive regimen was changed. The patient ultimately underwent a pump exchange due to suspected thrombus on (B)(6)2021 (refer to manufacturer's report number 2916596-2021-02396). The most recent revision of the heartmate ii lvas IFU is rev. C. This IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also lists hypertension as a potential late postimplant complication that may be associated with the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. Section 6 outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 20dec2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with hemolysis. Per the vad coordinator, the patient's pump was making an odd sound. A computed tomography (CT) was unrevealing of pump thrombosis and transesophageal echocardiogram (tee) showed appropriate inflow/outflow cannula velocities. Technical services reviewed the log files and noted that during the analysis they observed occasional drops in flow with increased pulsatility index (pi) readings. Technical services did not report any alarms and stated that there were no events recorded within the log file. It was communicated by the customer that the patient would not undergo surgical pump exchange at this time and would be continued to be monitored. It was additionally reported that a possible source of hemolysis other than the lvad pump was identified. The patient presented on the CT of their abdomen/pelvis area a 3x3cm cyst on the inferior pole of the renal cortex and a poly in the bladder. The urinalysis (ua) that was performed upon admission revealed large amounts of blood present in the urine, with elevated >100 red blood cells and negative urobilinogen and urine bilirubin. The hemolysis panel also revealed elevated plasma hemoglobin levels (110) on admission and low haptoglobin levels (<20). But lactate dehydrogenase (ldh) in the mid 300s with the highest reading upon admission of 471. Upon monitoring in the hospital, the urine has cleared and ldh levels dropped to the 350s. A urologist consult was placed. Upon consultation, the patient was diagnosed with hematuria possibly from the polyp presence in the bladder. A follow-up cystoscopy was performed in an outpatient setting and the customer is waiting to perform a polyp biopsy which could not be performed at the time due to high anticoagulation. Computed tomography (CT) scans were taken of the chest, abdomen, and pelvis. For the chest CT, the lvad was not well evaluated from the level of the left ventricular apex to the inferior, anterior margin of the right ventricle due to beam hardening artifact from the device but appears patent at the segment anastomosing with the ascending aorta and approximately 9cm proximally. A 4.2 ascending aortic aneurysms and 3.1cm descending aortic aneurysm were noted. For the abdomen/pelvis CT, a 3.3cm left kidney complex cystic lesion was noted. The sound auscultated from the pump was not identified. The customer is still suspicious of chugging from thrombus presence, however the imaging results did not find anything conclusive at this time. The odd sound is still present upon auscultation. A ramp study was performed without increase in flows when rpm increased from 9000-102000. Suspected pump thrombosis based on the ramp study, but no definitive imaging study findings as well as no urobilinogen/urine bilirubin present in the urine. Also, transesophageal echocardiogram (tee) performed without evidence of aortic valve opening at current speed of 9000rpm and normal velocities. The drop in flow/high pulsatility index were related to labile hypertension and have resolved once antihypertensive regimen changed. Hematuria resolved while patient was hospitalized. A thromboelastography (teg) test was drawn and patient was placed on dipyridamole 75 mg q 8hrs additional to asa 81 mg daily and warfarin with inr target 2-3. He has completed a cystoscopy as outpatient with urology and we are awaiting on biopsy to be performed if reduced anticoagulation permitted. Hemolysis panels weekly, as well as serial complete blood counts (cbcs) and comprehensive metabolic panels (cmps) and prothrombin time and international normalized ratios (pt/inrs). The patient will possibly be re-hospitalized for bladder polyp biopsy and will close monitoring of anticoagulation for procedure. Discussion was in progress between disciplines (heart failure and genitourinary) regarding plan of care.